Event description:
Litigation received alleging that the patient suffers from pain and elevated levels of cobalt and chromium. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. Sticker sheet was provided for part and lot. Side was also provided. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from pain and elevated levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.